Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a laparoscopic left inguinal hernia repair with mesh. He had revision surgery 1 year and 3 months post-surgery. The patient experienced pain, adhesions, re-herniation, and mesh migration.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an inguinal hernia. It was reported that after implant, the patient experienced mesh migration, mesh failure, hernia recurrence, pain, swelling discomfort, mental anguish, scarring, disfigurement, disability, loss of enjoyment of life, adhesions, (&) cord lipoma. Post-operative patient treatment included revision surgery, hernia repair with mesh, (&) sac (&) lipoma excised.

Manufacturer narrative:
Additional info: a4, b5, h4, g1, h6 (patient code), (&) additional info medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional info: a4, b5, b7. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an inguinal hernia. It was reported that after implant, the patient experienced groin pain, mesh migration, mesh failure, hernia recurrence, pain, swelling, discomfort, mental anguish, scarring, disfigurement, disability, loss of enjoyment of life, adhesions, cord lipoma. Post-operative patient treatment included revision surgery, hernia repair with mesh, sac lipoma excised.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for laparoscopic therapeutic treatment of an inguinal hernia. It was reported that after implant, the patient experienced mesh migration, mesh failure, hernia recurrence, pain, swelling discomfort, mental anguish, scarring, disfigurement, disability, loss of enjoyment of life, and adhesions. Post-operative patient treatment included revision surgery and hernia repair with mesh.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an inguinal hernia. It was reported that after implant, the patient experienced mesh migration, mesh failure, hernia recurrence, pain, swelling discomfort, mental anguish, scarring, disfigurement, disability, loss of enjoyment of life, and adhesions. Post-operative patient treatment included revision surgery and hernia repair with mesh.